Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The primary disease was acute myocardial infarction (ami). The physician noticed that during the procedure, the stent strut of the 3.0x12mm taxus express2 drug eluting stent (des) was lifted up. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good". Additional information has been requested, but none has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.